Manufacturer narrative:
(B)(4). Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was noted that a revision surgery was completed due to the leads being twisted tightly. Impedance was seen to be ok. Per the physician, it was noted that the cause of the coiling was due to the leads breaking loose from the tissue it was tied into. The surgeon untangled the leads and re-implanted into a different pocket. The mother and the patient denies twiddling with the device. No other relevant information has been received to date. Generator and lead remain implanted in the patient

Event description:
Per the physician, the patient had been confirmed to manipulate the lead. The product is noted to not be available for return. No other relevant information has been received to date.

Event description:
A review of x-ray by the manufacturer was conducted. No other relevant information has been received to date.